Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. It is written in the complaint report that the hospital scrapped the product. Therefore, no product evaluation could be performed. From the information provided based on the complaint description , the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it was reported that the inferior end plate was rotated, but still parallel to the superior end plate. It is clearly indicated in the surgical technique step 9 it is normal to have a little movement in the implant attachment to the peek cartridge, particularly in the superior endplate. Review of the case with the product range manager show no device issue . Investigation found no evidence on a device issue .

Event description:
Mobi-c p&f us : endplate not parallel to superior plate it was reported on the complaint report on (B)(6) 2017 that the inferior endplate was loaded crooked on the peek cartridge. Another implant of a different size, 15*17 h5, was used in replacement. The surgery was delayed 30 minutes. No patient impact was mentioned. Device was not returned for examination , nor picture were sent to confirm the prothesis configuration on per-op .

Manufacturer narrative:
Received on 13 sept 2017 : the inferior plate was still attached to the peek jaws, but not parallel to the superior plate. Reporter confirmed no excessive strength or unattended move was applied during handling and/or opening of the blister. Received on 13 oct 2017 : the inferior end plate was rotated, but still parallel to the superior end plate problem was clarified by reporter, but no sufficient information to find the cause of the issue. Case needs to be reviewed in meeting and investigation and root cause conclusion will have to be reported in another follow-up medwatch.

Event description:
Mobi-c p&f us : endplate not parallel to superior plate.

Manufacturer narrative:
Hospital scrapped.

Event description:
Mobi-c p&f us : implant doesn't seems to be securely attach on jaws. Issue was detected upon opening the box. Another implant was used in replacement (delay 30 minutes).